Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one powered handle and one adapter. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, an engineering review of the products, and an evaluation of the returned device. No visual abnormalities were noted for the handle or adapter. The handle powered up properly and system calibration was successful indicated by the steady green light above the handle symbol. A pmv reload was inserted onto the adapter and the reload detect led did not start flashing as intended, indicating that the software did not recognize the presence of a reload. The adapter was dismantled by engineering and the switch was probed directly to the switch contact legs and checked for continuity of the switch when activated. The continuity challenge shows that the switch itself is not functioning properly but is unrelated to any solder joint connections. No visual abnormalities were noted. A review of the device history records indicates the device lot numbers were released meeting all medtronic quality release specifications at the time of manufacture. The switch not functioning may be attributed to premature mechanical failure of the switch or possible improper cleaning or contamination being introduced to the reload detection system.

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a colorectal surgery, the surgeon pressed the close button but the reload would not close, and the reload articulated on its own. During loading, the reload was not recognized. The idrive had been used and re-sterilized 18 times with no problem. A manual handle was used to complete the case. There was no unanticipated tissue loss. There was no irreversible tissue damage. There was no unanticipated extension for the incision more than one inch. There was no unanticipated blood loss of more than 500cc. Surgery time was not delayed by more than 30 minutes. No device fragment fell in the patient cavity. No reinforcement material was used.